Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer's current blood glucose level was 180 mg/dl. Customer stated that alarm did not occur during the rewind or prime sequence. Customer stated that a temp basal was not programmed before the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with rf pic failed self-test error alarm during self-test due to faulty connector radio frequency board. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.